Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had a dual chamber pacemaker. Upon going transseptal with a non-boston scientific transseptal sheath, the sheath caught on the right atrial (ra) lead of the pacemaker. This resulted in the lead to be pulled down. Before attempting another transseptal puncture, a pericardial effusion was identified in the right atrium of the heart. The physician proceeded with the case despite the pericardial effusion. A double curve watchman truseal access system (was) was positioned and 27mmm watchman flx laa closure device & delivery system (wds) were used. Following implantation of the closure device, the pericardiocentesis was performed to tap the pericardial effusion. The patient was discharged home two days post index procedure.